Event description:
Reference number (B)(4). Event occurred in the united states. On 27-jun-2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion at abdomen. The infusion set was in use for 5 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.